Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and undersensing. Perforation and pericardial effusion were also reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.